Event description:
New information received indicates that the device was explanted. The patient was doing alright.

Manufacturer narrative:
Correction MDR required for MDR 2017865-2016-06831 follow-up # 1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, the device was found to be in backup vvi mode and premature battery depletion was observed. Device replacement was suggested. There have been no adverse events to the patient.